Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image had showed b30 error (scope communication error). Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Also, for the image had showed b30 error (scope communication error), the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image blackout. The issue had occurred during set up/inspection for use (during set up in room / before patient in room). There was no report of patient involvement.